Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for radiculopathies. It was reported that the patient lost stimulation approximately 4 weeks ago and that there was an end-of-service (eos) seen on their implantable neurostimulator (ins). Prior to this the stimulation was working well for the patient. An impedance check showed electrodes 0 and 4 were >3600 ohms and the patient¿s physician was informed (shown printouts). It was noted that these electrodes had been programmed off. As an option for the patient, a battery longevity calculation was performed for a prime cell ins and was found to be around 15 months with 24 hour/7 days usage. The patient requested another rechargeable ins and a battery replacement procedure was scheduled for (B)(6) 2017. The issue was reported as not resolved and the patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.